Manufacturer narrative:
Items returned for evaluation: implant, dispenser hoop. Items not returned for evaluation: pusher, introducer, shrink lock, microcatheter, v-grip. The implant was returned separated from the pusher, severely stretched, damaged, and tangled. The pusher was not returned for evaluation. The implant's monofilament was found to be broken, which indicates the device experienced a tensile break.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was available but has not been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device

Event description:
During treatment of an aneurysm, the coil prematurely detached in the microcatheter while positioning. The coil was removed using a self-made catcher. The coil was observed to be stretched.